Event description:
Attorney alleges plaintiff had a rupture and has developed multiple physical symptoms including breast hardness, lumps, loss of sensation, atypical connective tissue disease, anxiety, stress, pain and suffering.